Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5078820. Should additional relevant information be come available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag leaked from the middle port. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.